Manufacturer narrative:
(B)(6). Investigation results: summary: four pictures were received for investigation by our quality team. Upon visual inspection of these four pictures, leakage past the stopper in 20ll syringes can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Ten retained samples of 20ml ll lot 1504219 were also evaluated. Upon visual inspection of the ten retained samples, no damage or molding defect can be observed and the stopper is correctly assembled to the plunger. Leak testing was performed with the ten retained samples according to procedure and no leakage occurred. The syringes were also disassembled without observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. Based upon the quality team's investigation, the root cause for this incident cannot be determined. Conclusion: it has been received 4 pictures for investigation. Upon visual inspection of these four pictures it can be observed leakage past the stopper in 20ll syringes. DHR of lot 1504219 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. (B)(4) retained samples of 20ll lot 1504219 were evaluated. Upon visual inspection of the (B)(4) retained samples, no damage or molding defect can be observed in any of them and the stopper is correctly assembled to the plunger in all of them. Leak test was performed with the (B)(4) retained samples according to procedure and iso 7886-1 annex d and no leakage happens in any of them. The syringes were disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. Final products in this manufacturing line, for this reference and lot size were sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Root cause: this issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples meet iso7886 annex d, a definitive root cause cannot be determined.

Event description:
It was reported that upon aspirating medication using a bd plastipak¿ 20 ml syringe, the medication was found leaking beyond syringe plunger tip. There was no report of exposure, serious injury or medical intervention.